Manufacturer narrative:
Samples received: (B)(6) open pouch. There are no previous complaints of this code batch. There are units in stock. We have received (B)(6) open pouch with two sutures wound inside the first pack. This defect could have been caused by the automatic winding machine during the manufacturing process. The machine took two sutures instead of one in the winding step. Taking into account that no other complaints have been received concerning this issue for this code batch, we consider that this is an isolated incident. Final conclusion: complaint is justified. Corrective/preventive actions: this information will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). Thread attached with two needles instead of one needle.